Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet did not charge when placed on the charging pad, the green indicator light did not illuminate, and the charging pad did not blink when powered, consistent with a charging problem involving the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging malfunction attributable to the charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.